Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had a problem with this unit: alerted on high o2. We checked the unit, but couldn't reproduced the problem. No patient involvement.